Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The sensor cannula was found bent. It could not be confirmed if the customer received the sensor in this condition due to it being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 50 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor was found to be bent. The customer was sent a new sensor. The customer sent the old sensor back for analysis. No further information was provided.